Event description:
The customer reported via phone call that they experienced high blood glucose.

Manufacturer narrative:
Retainer ring=black. Case type=ngp. Customer complained on 03/11/2023 is experiencing high bg and grinding noise during rewind. Complained the battery cap and battery compartment is damaged. Unit passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No abnormal motor noise noted during rewind. Unit successfully downloaded to thump. Motor was tested outside of the device and passed. The electronic assemblies and motor assemblies were inspected and no anomalies noted. The following were noted during visual inspection: corroded battery tube, missing battery cap contact, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and faded serial number label. The p-cap/reservoir does lock properly. Pump passed functional testing and no abnormal motor noise noted during test. Cosmetic damage was confirmed at battery compartment and battery cap contact during analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with missing information. The information had been updated and provided with this report in section b5. Medical device problem code has been updated and provided with this report in section h6.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 450-600 mg/dl. The customer reported the insulin pump had been grinding loudly, had a crack in the back, and stated that the customer received a battery cap damage notification. Troubleshooting was not performed for high blood glucose event. It was found that the customer reported the battery cap metal contact missing, or few than 3 raised dots could be seen. There was no damage to the retainer ring. It was unknown if the customer was using the pump within 48 hours of the reported event and if the auto-mode feature was active. No further patient complications were reported. The customer will discontinue the use of the insulin pump and revert to the backup plan as per health care professional instructions. The pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.